Event description:
Litigation alleges that patient experienced pain and suffering.

Event description:
Update 22 dec 2014 - der rcvd - updated dor, sales rep information and added sleeve and unknown stem. Der states 'a size 43 depuy asr xl femoral implant, a size 48 depuy asr acetabular implant and a +0 depuy asr taper sleeve adapter 11/13 were all removed.'

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.